Event description:
It was reported that the product was returned with no information. It was further reported that the patient developed a new lumbar spine pain and the surgeon decided that the patient needed to have a MRI, so the patient's implantable neurostimulator (ins) was explanted.

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type extension; product ID 3587a, lot # l97277, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type lead. Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the extension (s/n (B)(4)) found no anomaly. Analysis of the lead (lot# l97277) found no significant anomaly, the stimulation lead body was cut through and the product was segmented. (B)(4).